Event description:
It was reported that the patient had been receiving radiation and there was invalid data in the diagnostic data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. The 79 parity errors noted on save to disk. Concomitant medical products: 6984m x3 adaptor; 6707-35 x2 adaptor; 6920 adaptor, implanted: (B)(6) 2014. (B)(4).